Manufacturer narrative:
Additional information was received that the failure was the alt o2 flow being out of specification. This failure is not hazardous and not reportable. The alt o2 needle flow control valve was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen flow. There was no patient involvement reported.